Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device broke during insertion; device not considered implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient dob & weight not provided for reporting. Additional product code: hwc. Not explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). (B)(4). Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 11. Aug 2015, part: 404.828 / lot: 9608305. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery, at the time of tightening the screw, the screw broke, a fragment was remaining in the patients body. No prolongation of the surgery was reported. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: the product was returned in a packaging different from the original packaging. The screw is broken into two (2) pieces with the tip missing. The dimensions potentially contributing to the breakage of the screw (diameter of the thread) were measured and found to fulfill the specifications. Due to the fact that the tip of the screw is missing, some measurements could be not performed. The raw material certificate for the blanks was checked as well. It was noted that the correct material was used to fulfill the specifications. Based on this information, the complaint is rated as confirmed, but not valid from the point of view of the manufacturing site. No manufacturing related issues were identified and/or confirmed. Product investigation summary: the investigation has shown that the threaded tip of the cortex screw is broken off as complained; the broken off portion was not returned as it is said to have remained in the patient¿s bone. A review of the production histories revealed that this cortex screw was manufactured in august, 2015 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The screw head recess showed normal signs of use. Regarding the broken surface, the break is homogenous, which indicates material conformity. No manufacturing related issues that would have contributed to this complaint were found. No definitive root cause was able to be determined; however, the failure mode is consistent with high applied mechanical force(s). No indication for product related issues were found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.